Event description:
Additional info received from the MFR on 05/05/1999: the co's investigation has determined that the root cause for this situation most probably occurs as a result of user error in the assembly of the product. The co determined through conversations with the account that the canister was incorrectly assembled when the clinician mistakenly hooked up the non-conductive tubing.